Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, after firing the device on gastric tissue and removing the device, the surgeon noticed a piece of the blue cartridge was left in the pt. The piece was retrieved without having to open the pt. Another device was used to complete the procedure. There was no pt consequence.